Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a leak was confirmed as missing film wrap. The root cause was determined to be a manufacturing defect. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Batch review determined that no nonconformance reports were opened during manufacturing of this device. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device leaked during filling. The device was being filled with saline when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.